Event description:
It was reported that the device treating clinic health care professional (hcp) called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) device stored atrial tachy response (atr) and signal artifact monitor (sam) episodes. Upon review, right atrial (ra) high out of range pacing impedance measurements of greater than 2000 ohms was observed. Additionally, the ra lead was also observed to exhibit oversensing noise. It was noted that the ra lead was a non-boston scientific product. Technical services (ts) discussed possible causes and programming considerations with the hcp. At this time, the ICD and non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to intermittent increases in impedance measurements. Additionally, engineering analysis and testing of returned products has identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements. Please refer to the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that the device treating clinic health care professional (hcp) called technical services (ts) and requested a review of this implantable cardioverter defibrillator (ICD) device stored atrial tachy response (atr) and signal artifact monitor (sam) episodes. Upon review, right atrial (ra) high out of range pacing impedance measurements of greater than 2000 ohms was observed. Additionally, the ra lead was also observed to exhibit oversensing noise. It was noted that the ra lead was a non-boston scientific product. Technical services (ts) discussed possible causes and programming considerations with the hcp. At this time, the ICD and non-boston scientific ra lead remain in service. No additional adverse patient effects were reported.